Manufacturer narrative:
The customer did request service. There was no sample returned for eval and no additional info provided related to the event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the optical result did not conform to expectations after a cataract intraocular lens (iol) implant surgery. Echobiometry was performed and the implanted iol was corresponding to the results. Additional info has been requested.